Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge change error notification with multiple cartridges. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was administered to address the bg level. The customer was to continue to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.